Manufacturer narrative:
Supplemental report 01. Correction: this MDR is being submitted to correct the submitted patient ID under a1, model number, serial number, primary unique device identifier (UDI) number under d4. Name: tandem. Country: united states of america. Street: 11045 roselle street. City: san diego. State, province or territory: california. Post office or zip code: 92121. Imdrf cause investigation code: code b24 is not available in database to capture event history log review additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H8: usage of device. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 15/apr/2026 against ¿lot number¿ ¿6007294¿ and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress ¿ significant wetness / pooling. The review confirmed that lot 6007294 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 15/apr/2026 against ¿lot number¿ criteria equal ¿6007294¿ and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress ¿ significant wetness / pooling. The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR)review: the lot 6007294 was manufactured according to work instruction (wi) version 114 and manufactured in the line li71 ¿ l-6, on 21/may/2024 with a total of 3,600 units. Gluing tube sub assembly: the sub-assembly, gluing of tubing of the lot 4e02834 was manufactured according to the form version 64 and manufactured in the line 5c02, on 20/may/2024, with a total of (B)(4). The overall DHR review confirms that all required process related tests were completed and met applicable requirements. No deviations were identified, and no maintenance events were recorded related to the reported issue. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were already tested in the pr. (B)(6). On 08/jan/2026: wi guidance for visual testing for complaints area (version 3): 3 sample out tested and passed visual inspection. Wi guidance for functional testing 1 air flow and testing 2 air leak test for complaints area (version 2): the 3 sample passed the functional testing for the reported malfunction code insertion site egress ¿ significant wetness / pooling. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment ¿ conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6007294 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Photos were requested; however, the customer confirmed that no photos were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced two infusion set leakage events on (B)(6) 2026 with leakage at the site within about an hour to an hour and a half of use and the blood glucose rose to high and the issue was managed by changing the site and giving a correction bolus via pump.